Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an unexpected restart alarm. Customer stated that she took her pump off to take a shower and the pump shows that there was no insulin and one battery bar. Customer stated that there was also a closed circle and the time was wrong on the pump. Customer stated that she cannot check the alarm history. Customer will call back to complete troubleshooting.